Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Clog test was conducted on 7pcs retention samples and all no needle clog fail found.

Event description:
It was reported that 4 bd micro-fine¿+ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: the pharmacy staff reported on behalf of customer: the pen needles purchased by the customer at the (B)(6) ., ltd,14 packs, and 3-4 pen needle products were clogged. The specific affected quantity could not be confirmed and the customer did not reuse products.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd micro-fine¿+ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: the pharmacy staff reported on behalf of customer: the pen needles purchased by the customer at the jingshan coach station store of tianji pharmacy chain co., ltd,14 packs, and 3-4 pen needle products were clogged. The specific affected quantity could not be confirmed and the customer did not reuse products.